Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 486mg/dl. The customer treated with bolus. The customer declined to troubleshoot for the highs. Troubleshoot was conducted. The customer was advised the reservoir would be replaced.